Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient presented to the emergency department with left side chest pain that was present for approximately two weeks. The implantable pulse generator (ipg) interrogation was attempted however, the device could not elicit any response, not even to a magnet. It was also reported that the ipg was at elective replacement indicator (eri). The ipg was explanted and replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.